Manufacturer narrative:
Testing of actual/suspected device: (10/213): a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the display controller pcb assembly and the video display function was restored. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) screen was blank and has static. There was no patient involvement, and no adverse event reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (type of investigation), (investigation conclusions), h10.